Manufacturer narrative:
The reported events of unacceptable threshold, high pacing lead impedance and insulation abrasion were not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Lead impedance test could not be performed due to as received condition of the lead. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed alert for high pacing impedance in the right ventricular lead. The lead also exhibited high capture thresholds. A chest x-ray was unremarkable. The patient was scheduled for explant. During the extraction the physician observed what felt like externalized conductors, and the lead was replaced. The patient was stable.